Event description:
The customer reported that during a dcr procedure, the stentube broke. Another stentube was used and there were no pt complicatins reported. The product was not saved for evaluation. The product code is lis052, lot number 25745.